Event description:
It was reported that the downstream occlusion (dso) seal was damaged. There was no patient involvement.

Manufacturer narrative:
H3: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
H3: one device was received for evaluation. The service history review identified no previous repairs related to the complaint. The customer¿s reported issue was confirmed through visual inspection. The downstream occlusion (dso) seal was replaced. A uso/dso sensor calibration plus a performance verification test (pvt) were performed, and the device passed all testing criteria. Software was updated, and the device was reset to standard configuration.